Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2016. The patient reported that they noticed inaccuracies between the cgm and fingerstick and was not feeling well. The patient was taken to a medical center via ambulance. In the emergency room, the patient was given an IV fluid and insulin drip. Patient was in the hospital for 3 days, from (B)(6) 2016. Patient indicated that at the time of inaccuracy, there was a 42 point difference between the cgm and fingerstick values. Patient stated that she believed the inaccuracies contributed to her having to go to the hospital. At the time of contact, the patient was in okay condition. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of cgm inaccuracy was not confirmed. A root cause could not be determined.